Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
If implanted, give date: not applicable as lens was removed/replaced in the initial surgery. If explanted, give date: not applicable as lens was removed/replaced in the initial surgery. The intraocular lens (iol) is not returning for evaluation as it was discarded by the user. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the ar40e +3.0 diopter monofocal intraocular lens (iol) was inserted and removed within the same procedure due to the leading haptic being broken off. The procedure was completed successfully with another lens of the same model and diopter size. No incision enlargement, no vitrectomy was performed and no sutures were used. Reportedly, the patient is doing fine. The account commented that the iol was discarded at the surgery center. No additional information was provided.